Event description:
It was reported that the implantable pulse generator (ipg) reached end of life (eol) at a clinic assessment and unexpected longevity was noted. The physician was unable to interrogate the device with two different programmers. When the patient was placed on electrogram monitoring and a magnet was placed over the device, there was no asynchronous pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The longevity run was nominal due to no telemetry. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Further analysis found the system current drain to be nominal when the hybrid was powered using an external supply. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Further destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. Review of the manufacturing data and the data gathered during the visual and dimensional inspection and electrical testing did not show any abnormal results. The characterizations and electrical testing of the cell (B)(4) is consistent with a delta 26h2 cell at this level of discharge. No problems were found with delta 26h2 battery (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.